Event description:
This complaint became reportable based on the device analysis, which was completed on 6/2005. It was reported that prior to a ptca treatment procedure, the maverick2 monorail 20x3.0 mm balloon was damaged. The lesion to be treated was an 80% in-stent restenotic lesion in the right coronary artery. The maverick2 monorail balloon was inflated one time to 12 atms, and was being deflated when blood occured in the syringe. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'ok'.